Event description:
The patient compared their meter to an hcp meter which is an invalid comparison. The patient did not correctly apply the blood sample to the test strip. In addition, the customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced.